Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was not capturing (at 7.5 volts) the right ventricle through the associated defibrillation lead. The patient reported feeling a 'bump' sensation when she bent over. Beyond the abnormal positional feeling, no adverse patient effects have been reported.

Manufacturer narrative:
Event conclusion: a guidant technical services consultant recommended obtaining a chest. X-ray (cxr) . The physician elected to schedule follow-up for a later date. Guidant received additional information that the defibrillation lead was explanted and replaced due to high pacing thresholds. To date, the lead has not been returned for testing. Should it. Or other information be received, event details will be updated and r[x]emitted. Event conclusion a guidant technical services consultant recommended obtaining a chest x-ray (cxr). The physician elected to schedule follow-up for a later date. Guidant received additional information that the defibrillation lead was explanted and replaced due to high pacing thresholds. To date, the lead has not been returned for testing. Should it or other information be received, event details will be updated and resubmitted. Pt code: 2199 - not labeled. Device code: 1081 - not labeled.

Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was not capturing (at 7.5 volts) the right ventricle through the associated defibrillation lead. The patient reported feeling a 'bump' sensation when she bent over. Beyond the abnormal positional feeling, no adverse patient effects have been event description 'guidant received information that this implantable cardioverter defibrillator (ICD) was not capturing (at 7.5 volts) the right ventricle through the associated defibrillation lead. The patient reported feeling a 'bump' sensation when she bent over. Beyond the abnormal positional feeling, no adverse patient effects have been reported.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was not capturing (at 7.5 volts) the right ventricle through the associated defibrillation lead. The patient reported feeling a 'bump' sensation when she bent over. Beyond the abnormal positional feeling, no adverse patient effects have been reported.

Manufacturer narrative:
A technical services consultant recommended obtaining a chest x-ray (cxr). The physician elected to schedule follow-up for a later date. Guidant received additional information that the defibrillation lead was explanted and replaced due to high pacing thresholds. To date, the lead has not been returned for testing. Should it or other information be received, event details will be updated and resubmitted. Additional information indicates that this product was returned. Upon receipt at the post market quality assurance laboratory, this device passed labeled longevity calculations. The device was put through and passed the pg therapy verification test that verified the performance of defibrillation, pacing, sensing, and high voltage shocking, functions of the device. Analysis confirmed that this product was operating within device specifications.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was not capturing (at 7.5 volts) the right ventricle through the associated defibrillation lead. The patient reported feeling a 'bump' sensation when she bent over. Beyond the abnormal positional feeling, no adverse patient effects have been reported.